Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the blood glucose was not coming down and had been advised to treat with a manual injection and a site change. The customer stated that she and her husband changed the insertion site and found that she did well. The customer reported observing a bent infusion set cannula. She stated that this may have been caused by her manual insertion of the infusion set. The customer stated that her doctor sent an order for a glucagon kit. She stated that her blood glucose was doing well after the event, and they had been ranging in the 100 mg/dl range. She declined troubleshooting assistance for the matter.